Event description:
Patient initials: (B)(6). Date of awareness: 5/28/24. Provider rems ID: (B)(6). Reporter: (B)(6), pharmd. Hospitalization start date: (B)(6) 2024. Hospitalization end date: (B)(6) 2024. Causality: 62 year old male h/o pulmonary. Hypertension on ambrisentan presented to ed for leakage from central IV port after veletri infusion. Pt¿s line was changed and pt was discharged in stable condition.